Event description:
It was reported that cardiac tamponade occurred during a atrial flutter/atrial fibrillation ablation procedure. Eighty ablations were performed in the left atrium at 35-40 watt. Then the physician performed continuous ablation for some points. The electrode temperature during ablation was 38.2 degrees. After 90 seconds from the ablation start, a popping sound occurred. At that time, the impedance dropped 15 ohms from 102 ohms. The physician completed the ablation. Right after stopping the ablation, the patient's blood pressure decreased from 200 to 138 and echocardiography was done. Drainage was performed and the patient was sent to ccu for observation. The patient was in stable condition. Additional information: the cardiac tamponade was mild. The physician believed that there was no abnormal behavior of the stockert generator or navistar catheter, and there was no product problem. The outcome of the adverse event improved, and the prognosis for the patient was satisfactory.

Manufacturer narrative:
It was reported that the device would not be returned for evaluation. See scanned page.